Event description:
Per the audiologist's report, the pt had a decrease in performance with his cochlear implant. Eventually the pt stopped using the device as he had no auditory perception accompanied by left-sided facial weakness. Results of integrity testing were consistent with normal device function. The pt has reported similar auditory symptoms with multiple cochlear implants. The surgeon explanted the device in 2006. Reimplantation plans have not been reported to cochlear.